Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of aic console was undetermined due to no product returned.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 85-year-old male patient presenting for aortic valvuloplasty, with a history of known coronary artery disease. During support, the console was unable to purge the line, and the console was subsequently exchanged. The reported events are failed-to-detect purge cassette, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 85-year-old male patient presenting for aortic valvuloplasty, with a history of known coronary artery disease. During support, the console was unable to purge the line, and the console was subsequently exchanged. The patient later expired while still on support. The reported events are failed-to-detect purge cassette, device revision or replacement, hemodynamic instability, and death. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition and hemodynamic instability.

Manufacturer narrative:
Additional information received and noted that the patient eventually expired on support reflected. Clinical assessment has been updated and captured to b5 event description. Following the clinical assessment, the reportable event classification was revised to death from serious injury. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Complaint/patient coding has been revised to reflect the updated reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction: section d1 brand name was corrected accordingly.

Manufacturer narrative:
Due to a discrepancy between the occurrence and awareness dates, follow-up was conducted. Information subsequently received notes both the occurrence date and awareness date as march 2, 2026. Accordingly, b3 (date of event) was updated to reflect march 2, 2026. Initial reporting awareness date captured in field g3 (date received by manufacturer) was incorrectly reported as march 10, 2026, rather than march 2, 2026. Therefore, it is requested that the initial reporting g3 date in your system be corrected to reflect march 2, 2026. It should be noted that, despite the revision to the manufacturer awareness date, the initial report remains timely submitted, having been submitted on day 17.

Manufacturer narrative:
The device was retuned d9 updated. The investigation will be reopened and once completed a supplemental report will be sent.